Manufacturer narrative:
The investigation for the hemolysis has been completed. Data was not returned for review. Visual inspection found no issues on the pump. Hemolysis test was conducted to confirm if hemolysis related to the pump. The pump passed hemolysis test indicated that hemolysis was not caused by the pump. The root cause of hemolysis was most likely patient condition as pump ran without issue during support and no issue was found under product analysis and testing. Correction to the initial MFR report: d4-UDI number.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A complainant reported the patient was on impella cp support. After an increase in the laboratory parameters that indicate hemolysis, the doctor decided to wean the impella quickly. It was recommended in advance to check the position and the volume status. The pump did not generate any alarm and ran for 12 hours without problems or intake alarms on p9 with 3.7l. The purge flow was also in the normal range. The device was explanted, and the procedural outcome was the patient survived surgery.